Manufacturer narrative:
The reported events were high pacing threshold, r-wave amplitude variation, and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of high pacing threshold and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a surgery. During the surgery, it was noted that the right ventricle lead exhibited high capture threshold and r wave amplitude variation. The right ventricle lead was attempted to be repositioned but the right ventricle lead exhibited failure to retract and failure to extend. The right ventricle lead was explanted and replaced. Patient was stable.